Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during the instrument test on (B)(6) 2018, the bd¿ tube edta plh plbl lav cn "sample (hemoglobin a1c), beckman instrument alarm, then found 15ea in 40ea with sample blood clotting issue. In this 15ea clotting sample, 8ea with clotted blood near the location of tube stopper. No influence to any patients at this time." Found during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for clotting with the incident lot was observed. Additionally, all samples were visually inspected for the presence of edta additive, and all tubes were found to contain edta spray coating on the inner walls of the tube. Following visual inspection, all samples were tested for the amount of the edta additive and all samples were within specification requirements. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for clotting with the incident lot was observed. Additionally, evaluation and testing of the customer samples was conducted clotting was not observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.